Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this device is 11-jan-2012 per docusphere. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive 14.4 battery would not function. The battery was fully charged at the time of the test. No report of patient or procedure harm noted. This report is 1 of 1 for complaint (B)(4).